Event description:
It was reported that the patient passed away on (B)(4) 2023 due to an unknown cause.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was not reported if the patient¿s outcome was considered to be device or therapy related. The device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. No further information was provided. The manufacturer is closing the file on this event.